Event description:
During testing, when the ventilator was turned on, the black screen displayed. The operator rebooted the ventilator normally; however, the touch screen was non-functional. There was no pt involvement in this case.